Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced an infection and electrode migration. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The recipient reportedly did not have an infection. The electrode was exposed protruding from the ear canal with a non-intact tympanic membrane. The recipient underwent surgery to close the ear canal as a preventative measure to avoid infection in the future. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed from the revision surgery. This is the final report.